Manufacturer narrative:
(B)(4). The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, cracked select button keypad overlay, minor scratches on case, fading serial number label and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack on the reservoir compartment. Customer's blood glucose was 191 mg/dl at the time of the incident. Customer was advised the insulin pump will be replaced. The customer will return the product for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.